Event description:
Customer reported that ventilator went vent inop upon startup of device. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator was not in use at the time of the reported problem, and did alarm.